Event description:
The customer reported that during use of this ablator in an shoulder arthroscopy procedure, it got extremely hot. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received the ablator for evaluation and could not confirm the reported problem of overheating. Further investigation of this unit found the tip of this ablator melted/burnt along with nicks/cuts. Instructions for use inform the user of the following: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode, or patient burns. Cut settings: max 200 watts & min 50 watts. Coag settings: max 50 watts & min 30 watts.